Manufacturer narrative:
(B)(4).

Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, thrombosis occurred. (B)(6) 2010 - staged procedure. The 80% stenosed target lesion was 32 mm long with a reference vessel diameter of 4.00mm, located in saphenous vein graft (svg) to the proximal left circumflex (lcx). The physician placed a 4.00 x 38mm taxus liberte stent, with 0% residual stenosis. The patient developed hypotension and it was noted that there was transient loss of distal flow. The filter wire was quickly retrieved. There continued to be poor distal flow. Intravenous integrillin was started and intra-graft nitroglycerine was injected. A non-bsc guidewire was advanced into the obtuse marginal distal to the graft and an aspiration catheter was used in an attempt to remove thrombus. Angiogram showed good flow in to the distal aspect of the small vessel. The patient was discharged two days later on aspirin and prasugrel.

Event description:
Same case as MDR ID# 2134265-013-01423. It was further reported: index procedure - (B)(6) 2010 - the patient presented with chest pain and increasing shortness of breath associated with orthopnea and lower extremity edema and diagnosed with stable angina. Six days later target lesion #1 located in the distal right coronary artery (rca) with 60-75% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm was treated with direct stent placement using a 3.00 x 20 mm taxus liberte stent, with 10% residual stenosis. Target lesion #2 was located in the proximal rca with 75% stenosis and was 16 mm long with a reference vessel diameter of 4.00 mm was treated with direct stent placement using a 4.00 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Staged procedure - (B)(6) 2010 - the distal left circumflex (lcx) has the presence of thrombus. Also the transient loss of distal flow as typical of an embolic occlusion. After the attempt to remove the thrombus, integrilin and angiomax were administered. Over the course of the next few minutes, the subject's blood pressure recovered back to normal. Angiogram without balloon angioplasty or other intervention showed good flow in to the distal aspect of the small vessel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).